Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt was not able to tolerate the lens. The iol was exchanged. Additional info has been requested.